Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown series one 62/72 liner. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Patient had a left that done 25 yrs ago using dual geometry cup and a srom calcar replacement revision stem, patient complained of pain in her left hip, cup was positioned vertically with massive amounts of osteolysis, doctor removed the 62-72 liner from the shell and cemented a no hole tritanium primary cup into the dual geometry cup, put in a x3 trident liner into the new cup and trailed with srom heads until patient was deemed stable, real head put on stem and patient was closed in normal fashion.